Event description:
Hcp reported that after 14 months of service life the pump was returned for analysis because of the pt's death. The pt was found in the garden of their home. No cause of death was found at post mortem. The coroners inquest is ongoing. The pump was explanted in 2004 and returned to the MFR for analysis. A follow up report will be sent when add'l info is obtained.